Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, lead testing revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise resulting in pacing inhibition. During the procedure, it was noted that the rv and the right atrial (ra) lead were twisted and the pacemaker (pm) was found to have migrated due to twiddlers, and the ra lead exhibited an insulation breach. The ra lead was explanted and replaced. The rv lead was attempted to be explanted and it was unable to be disconnected. The rv lead was capped and replaced on (B)(6) 2026. The pm was repositioned. The patient was in stable condition.